Event description:
Spontaneous communication. Inbound call from pt's home health rn (B)(6). (B)(6), who was reporting that pts infusion was running for over 2 hours and only about 70ml was infused. Marcia reported she changed the curling tubing, and it still wasn't infusing at the proper speed even though the rates on the pump were reporting the correct speed. (B)(6) stated he had switched to gravity and was continuing pts infusion when she called pharmacy. Rph authorized reshipment of new pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No, home health rn infused via gravity. Reported to (B)(6) by: health professional.